Manufacturer narrative:
(B)(4). H6: type of investigation - additional/correction: please remove incorrect codes: 4119 + 3233 + 11 and replace with correct codes: 3221+ 4315, thank you.

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.